Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Conclusion: although a temporal relationship between the patient¿s cloudy effluent, positive culture staph aureus and diagnosis of peritonitis and the fresenius products exists, there is no documentation in the complaint file supporting a possible association between the liberty cycler and patient¿s complaint of cloudy effluent and the subsequent event of peritonitis. However, the pdrn reported that the patient was not following aseptic technique which is the probable causal relationship of the peritonitis. Patient has been experiencing drain complications on the cycler and incomplete pd treatments, with no visible fibrin and the patient uses standard of care heparin.

Event description:
Source documents and information in the file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) that this pd patient was reported experiencing cloudy effluent during a pd treatment on (B)(6) 2017 and pd culture performed in the pd clinic (question of) and culture results grew staphylococcus aureus. The pd patient was treated in an outpatient setting for peritonitis with vancomycin (unknown dose, strength, route, frequency and duration). It was also reported by the pdrn that the potential cause of the episode was due to the patient not practicing appropriate aseptic technique during pd treatment and identified a few examples that the patient did not wash her hands and did not don a mask. It was unknown if the pdrn conducted additional re-training classes or instructions with the patient to prevent future peritonitis events caused from breach in aseptic technique. On (B)(6) 2017 during a follow up call to the pdrn it was revealed that the patient¿s signs and symptoms of peritonitis resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated that for this week she was doing a manual fill of 2000ml before she connected to the cycler due to getting peritonitis, and stated her pd nurse was aware. During follow up the patient's pd nurse (pdrn) stated the patient had reported cloudy effluent during treatment on (B)(6) 2017 and was cultured on (B)(6) 2017 and was diagnosed with an episode of staphylococcus aureus peritonitis on (B)(6) 2017. Follow-up was made with the pd patient's clinic registered nurse (rn), who indicated the infection was attributed to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash her hands and did not don a mask. There were no reported fluid leaks during treatment prior to infection. Per pdrn the stated the patient was not hospitalized for the episode of peritonitis and was treated in-clinic and was administered an unknown dose, route, and frequency of vancomycin. Per pdrn as (B)(6) 2017, the patient¿s signs and symptoms of peritonitis had resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.